Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. Based on the evaluation results, the sample was visually and physically tested per specifications with passing. No defects were noted during testing, all the bonded and screwed joints had no leaks when the set was tested. The reported defect was not confirmed. Based on the data from the investigation we are unable to determine the root cause of the reported incident via the photo. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported via medwatch number (B)(4) : event 2: per the medwatch report it was stated that upon fluid start up, the patient's husband noticed that there was blood leak. The patient's IV tubing came off at the first connection site. A new IV set was used and this set also disconnected and leaked. The medwatch report stated that the staff was informed to tighten connections on all IV tubing. No injury reported.